Event description:
A physician reported two of three patients developed a grade three postoperative anterior chamber (ac) reaction with pupillary membrane formation one day following intraocular lens implant surgery. Visible improvement was seen on the second postoperative day following initiation of steroid and antibiotic therapy. 1119421-2007-00127 -- patient# 1, 1119421-2007-00128 -- patient #2. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information requested by e-mail on 02/27/2007 and 03/29/2007.